Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that upon opening a new box of infusion set, in two sets, the tubing had detached from the quick release. This happened after insertion and while the patient was sitting. The site location was patient's left abdomen. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.